Event description:
The customer reported a fluid leak of unknown volume during startup involving the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was not contained within the instrument and the instrument generated pressure and vacuum error at the time of the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer resolved the leak prior to reporting beckman coulter of the event. The customer stated that there was diluent leak from a disconnected tubing at the bsv (blood sampling valve). The customer reattached the tubing to resolve the leak, ran system tests and adjusted the psi reading to the required value of 60 psi. The customer reported no further leaks or error messages during normal cycling of patient samples. Failure mode is attributed to a disconnected tubing at the bsv. (B)(4).